Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was dropped and subsequently the touch screen was cracked and unresponsive. Reportedly, customer was still able to read continuous glucose monitor readings and obtain basal insulin, however, the pump was unable to deliver any manual or automatic boluses. Additionally, it was reported that a cartridge alarm 16 occurred when attempting to deliver a bolus and that an occlusion alarm occurred. Customer¿s blood glucose level was 189 mg/dl. The customer reverted to an alternate method in insulin therapy.